Event description:
Patient reports pain to both knees (pain level 6/10 to 7/10) when she walks after she received the durolane injection right knee and cortisone injection left knee yesterday. Unilateral primary osteoarthritis.